Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no atrial output at implant. The ventricular channel functioned appropriately. The twenty four hour followup exhibited an abnormal lead impedance in the atrium. The ipg was programmed to the unipolar mode in the atrium and the ipg paced and sensed normally.